Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned for eval. The reported kink could not be confirmed. Kinks are a known and expected phenomenon associated with tubing sets. The user's guide further instructs the operator; "do not use a cartridge with kinked blood lines. Kinked blood lines can damage blood cells. Always inspect for kinks before use." Facility staff has been notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment that could not be resolved. The operator reported a kink was noted in the arterial line prior to treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.